Event description:
This facility is experiencing issues with the jelco protectiv plus catheters.18g x 1 1/4"lot st 2077281 exp. Date 2014/07.the experienced emergency department nurse reported that a #18 was inserted into the patient's arm without difficulty per protocol. When the nurse tried to advance the catheter into the vein and off of the needle, the catheter would not move. The nurse had to use other hand to pry the catheter off the needle and advance it and eventually the needle advanced. Blood filled more than just in the drip chamber, it started filling up the area where the needle is stored after insertion. Two bags of IV fluid were infused without difficulty. This device was given to the smiths medical quality control representative.lot st 1983801 exp. Date: 2014/07. An experienced ed emergency department rn had difficulty advancing the catheter off of the needle. Given to smiths medical. An internal recall was conducted and lot st 1983801 was pulled from stock.